Event description:
Ous MDR - it was reported that no more pacing took place during the pacing threshold test and reduction of the amplitude. There were no adverse pt effects reported. There was no event date provided.

Manufacturer narrative:
Ous MDR.